Event description:
This report pertains to one of four speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure performed on (B)(6) 2022. During preparation, upon opening the kit, it was evident that some bands were loose and the bands did not make the necessary pressure. The same problem happened when they opened an additional three speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.